Manufacturer narrative:
The device history record (DHR) for the lot number 17264011m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. (B)(4). The device was not returned to bwi.

Event description:
It was reported that a patient underwent radiofrequency ablation for atrial fibrillation (af) and paroxysmal supraventricular tachycardia (psvt) using smarttouch thermocool ablation catheter. During pulmonary vein (pv) ablation, psvt occurred which was stopped by pacing. After both pv isolations were completed, psvt ablation was performed. The physician diagnosed psvt as atrioventricular reciprocating tachycardia (avrt) based on eps, bs-ECG and sequences of cs. Then blood pressure dropped from 100 to 60 during the ablation for left kent. The cardiac tamponade was confirmed which was followed by pericardial drainage. The procedure was finished successfully. The patient is in stable condition. The physician believed that the event might have occurred by trans-septal puncture phase as he felt difficult with manipulation.